Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Contact reported the customer's blood glucose level was 353 (mg/dl). Contact stated they believed a correction bolus was delivered to address bg level. It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy.